Event description:
A communication problem was reported. The last time any stimulation was felt was yesterday. The patient noticed at 5:30am when he woke up that he did not have stimulation. The last successful recharging session was yesterday. He thought the charging was done yesterday when he saw the boxes shaded. He thought the boxes shaded was the ins battery level. So now he was not sure on the most successful charging session. He confused the coupling bars with ins charge level. The antenna locate feature resulted in 54 for the highest however 0 boxes were shaded. A different location in his home was tried with no success. Yesterday he got 2 boxes, then 4 and then 0. He was waiting on hearing back from the company representative. He was going to keep charging today to keep the ins charged. There was a 1/3 left of the battery. It was noted that the basic functionality of the recharger was reviewed with the patient. Additional information has been requested.

Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).